Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: " could you please clarify how many times did this issue occurred (this happened many times)? Did this issue occurred many times in this single procedure or in multiple procedures? If this occurred in multiple procedures could you please clarify the below information: in the single procedure. Were these cases previously reported to ethicon? If yes, please provide a complaint reference number. If no, please create additional complaint files and provide the reference number. In event description mention ""the complaint product was used""? Could you please provide more information =>the complaint product was used during the surgery. What is the lot number? Note: related events reported via 2210968-2023-01208.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. During the procedure, the suture was detached from the needle immediately. There were no adverse consequences to the patient. No additional information was provided.